Event description:
It was reported that the bd asepto¿ scalp infusion set had a hole causing leakage. The following information was provided by the initial reporter, translated from portuguese to english: "we performed a child collection with scalp 25, lot:2354230, v:dec/27. It came with a hole in the rubber, so when we pulsed the vein, the blood did not reach the syringe, it came out through the hole in the rubber.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device history record review was completed for provided material number 38833914 and lot number 2354230. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for this reported incident. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
"We performed a child collection with scalp 25, lot:2354230, v:dec/27. It came with a hole in the rubber, so when we pulsed the vein, the blood did not reach the syringe, it came out through the hole in the rubber. Customer provided to us the information below. Would it be possible to send photos/videos of the deviated material? Unfortunately we don't have it. Was there any harm to the patient/healthcare professional? No damage. The blood came out of the scalp without first passing through the syringe, as if the scalp circuit was punctured. Was there a need for medical and/or surgical intervention due to what happened (imaging exams, surgery, medication administration, etc.)? No need for intervention. Was there exposure of blood or chemotherapy to the mucous membranes or skin? The patient's blood soiled the stretcher, the collector's glove and the patient.